Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device leaked. This event occurred during patient use. The customer reported that if the luer lock is not lined up perfectly, you do not get a seal on the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.